Event description:
It was reported that the customer's insulin pump was stuck in the rewound process. The device also alarmed and was unable to exit the prime loop. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer to discontinue the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.